Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a company representative that she not able to back up a copy of a flashcard on a handheld computer prior to performing a software upgrade on the handheld. The company representative indicated the handheld was slow while copying the flashcard data and finally the screen went back to the screen user preference. The company representative retried but the issue prevailed. Moreover, the user of the handheld indicated that since a few weeks he had some problems when interrogating generators. The company representative upgraded the handheld version, but when she wanted to test the new software on her demo generator, she received the same error messages. The reported handheld was returned to the manufacturer and is currently undergoing analysis.